Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following the intraocular lens (iol) implant procedure, the lens was exchanged after the initial implant procedure. Additional information has been requested and received stating that trailing haptic got stuck and the surgeon could not rotate the lens and had to cut the lens to remove it.